Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg and difficulty reaching full charged. It was also stated that the patient was experiencing loss of stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively with good coverage. The explanted ipg was discarded.